Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the "full amount of units" during a bolus. In addition, it was reported that the insulin gauge was inaccurate as the customer was able to remove 300 units of insulin from the old cartridge during a supply change. Tandem technical support (cts) verified in the pump history that boluses were delivered successfully, however, customer maintained that the pump did not function as intended. During follow-up with the clinical diabetes specialist, customer alleged the reported issues being due to the cartridge and infusion set tubing. Reportedly, the customer began using a new box of cartridges the pump functioned as intended. Customer's blood glucose (bg) level was over 400 mg/dl. Manual injections were administered to address bg level.